Manufacturer narrative:
Method: the xenograft was not returned to rti for evaluation. A re-review of the manufacturing and internal records, sterilization run reports, environmental monitoring results, quality control/assurance review and release, and review of the complaints database for related complaints associated with the lot were performed. Results: no deviations were noted during processing for lot# mp140301. The graft underwent a validated sterilization methodology; tutoplast which includes terminal sterilization by gamma irradiation after packaging. To date, rti has distributed 5 fortiva dermis grafts from the lot without related complaints. Environmental data and records generated during and around the time of processing for the lot was acceptable. Conclusion: no deviations were noted in records re-review, serial ID (B)(4) was manufactured to specifications and met all requirements and release criteria at the time of distribution. Based on the records re-review and the information provided, this event is unlikely related to the xenograft implant.

Event description:
On (B)(6) 2016, the patient underwent a breast surgical procedure with implantation of a fortiva graft. Approximately 5 weeks post-operatively, the surgeon noted a 1cm change in the scar. The skin was swabbed on (B)(6) 2016 with results negative for growth (no culture results were provided to rti for review). On (B)(6) 2016, the breast was examined and clear serous fluid was aspirated. The breast was irrigated with betaisodona solution. To date, no additional information has been provided to rti for review.